Event description:
It was reported that the patient underwent a procedure for tlif and posterior lumbar fusion at l5-s1. The interbody cage was packed with rhbmp-2/acs, and wrapped around a bone graft device and placed over the transverse processes and sacral ala bilaterally. Following surgery, the patient followed up with his physician. He began to develop radiating pain and numbness in his legs. The patient has never recovered from his surgery and continues to have daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
(B)(6). In (B)(6) 2007, the patient was administered lumbar epidural steroid injections for degenerative disc disease. In year 2006-2007, on unknown dates patient presented with diagnosis of back pain and also underwent physical therapy for back pain. Patient reported that lower back pain, numbness and pain in right leg led to his rhbmp-2/acs treatment. The patient was implanted with cage, legacy pedicle screw system, bone graft matrix, cancellous autograft, allograft. Patient reported that his back pain and other symptoms began to increase in late fall of 2007/ early 2008. Post-op rhbmp-2/acs treatment, patient reported that his back had never been the same. He cannot stand for any period of time without excruciating pain. His leg still tingles, he cannot urinate and perform sexual functions. He is no longer able to work and cannot sleep for more than 3 or 4 hours. On (B)(6) 2008, the patient was diagnosed with back pain and numbness in leg. In year 2009-13, on unknown dates patient had physical therapy for back pain. In (B)(6) 2009, the patient underwent heart catheterization. In (B)(6) 2009, the patient underwent cholecystectomy. On (B)(6) 2010, the patient received treatment for chest pain and numbness in left arm. On (B)(6) 2011 and (B)(6) 2012, the patient underwent cytoscopy for urinary problems. On (B)(6) 2013, the patient received treatment for chest pain. The patient continues having treatment for back pain, numbness in right leg and rheumatology by different healthcare providers. (B)(6) 2005: the patient presented for an elective inpatient egd. The indication for the procedure was chest pain. The endoscope was passed with ease under direct visualization to the 3rd portion of the duodenum. Retroflexion was performed in the body of the stomach. (B)(6) 2005: the patient presented for office visit. The patient complaints of chest pain, onset of the pain has been gradual and has been occurring for 1 month. Pain is described as mild. The pain is described as being located in the left sternal border. The pain radiates to the left arm. The symptoms are aggravated by food. The patient also complained about diarrhea. Chest exam revealed normal. Assessment: gastroesoph reflex; abdominal pain, right upper quadrant. (B)(6) 2005: the patient presented with complaining of retrosternal chest pain, which he describes as a pressure radiating to his left upper extremity, associated with shortness of breath, dizziness, nausea, diaphoresis and palpitations. He also admitted to an approximate four-week history of worsening shortness of breath with exertion and intermittent chest pain that occurred with or without exertion. (B)(6) 2005: the patient underwent catheterization procedure due to typical angina, abnormal EKG response with chest. (B)(6) 2005: the patient presented fir gastroenterology consultation. On (B)(6) 2005 the patient underwent ultrasound of right upper quadrant. On (B)(6) 2006 the patient underwent MRI of the lumbar spine without contrast. On (B)(6) 2008 the patient underwent CT scan of the cervical spine without contrast. The patient underwent x-rays of thoracic spine ap, lateral, and swimmer&#62688;view. On (B)(6) 2008 the patient underwent CT scan of the chest with contrast. On (B)(6) 2008 the patient underwent CT of chest with contrast. On (B)(6) 2008 the patient underwent MRI of the left shoulder. The patient underwent CT scan of the chest with and without contrast. On (B)(6) 2010 the patient underwent CT scan of the chest with contrast. On (B)(6) 2011 the patient presented with chief complaints of dysuria, back pain, and urinary obstruction. The patient also presented with kidney and urinary tract signs and symptoms without mcc. Assessment: urinary retention and loss of bladder sensation; systemic lupus; back pain, status post fusion; neurogenic bladder; rule out prostatic enlargement. On (B)(6) 2011 the patient underwent CT scan of the abdomen and pelvis without contrast. On (B)(6) 2011 the patient presented with pre-op diagnosis of urinary retention and underwent the following procedures: cystoscopy; cystometrography; uroflowmetry. The patient&#62688;post-operative diagnosis was benign prostatic hypertrophy, prostatitis, urinary retention. On (B)(6) 2012 the patient presented with admits diagnosis of chest swelling/mass/lump. The patient underwent CT of chest without contrast. On (B)(6) 2012 the patient presented with admits diagnosis of shortness of breath. The patient underwent poe of chest, 2 views. On (B)(6) 2012 the patient underwent CT of chest without contrast. On (B)(6) 2012 the patient presented with admit diagnosis of irritable bowel syndrome. On (B)(6) 2012 the patient presented with admitting diagnosis of swelling in head and neck. The patient underwent us upper ext non-vas complete. On (B)(6) 2012 the patient presented with pre-op diagnosis of benign prostatic hypertrophy and underwent the following procedures: cystoscopy; cystometrography; uroflowmetry. The patient&#62688;post-operative diagnosis was benign prostatic hypertrophy with over active bladder. On (B)(6) 2013 the patient underwent CT of chest without contrast. On (B)(6) 2013 the patient presented with chief complaint of chest pain. Assessment: chest pain, rheumatoid arthritis, hyperlipidemia, restless leg syndrome, benign prostatic hypertrophy, gerd. The patient underwent x-rays of chest due to chest pain. On (B)(6) 2013 the patient underwent x-rays of bilateral wrist 2 views. The patient also underwent x-rays of bilateral hands 2 views. The patient underwent x-rays of bilateral knee ap views with weight bearing. The patient underwent x-rays of bilateral foot2views. The patient underwent x-rays of chest 2 views. On (B)(6) 2013 the patient underwent x-rays of left shoulder. On (B)(6) 2014 the patient underwent MRI of the cervical spine without contrast due to cervical disc degeneration.

Manufacturer narrative:
Image review: on (B)(6) 2008 CT c spine multi-level degenerative disc disease worst at c 6-7 (B)(6) 2008 CT thoracic spine straight back, otherwise no acute finding. On (B)(6) 2008 x ray thoracic spine straight back, no acute finding. On (B)(6) 2014 mr c-spine degenerative disc disease c5-6, c6-7 with effacement of csf spaces and foramen bilaterally at each of these levels. Impression: imaging unrelated to complaint root cause indeterminate.

Event description:
It was reported that on (B)(6) 2006: patient underwent x-ray of right knee due to knee pain. Impression: a small exostosis of the proximal shaft of tibia and it is marked on the film. Patient underwent x-ray of left knee due to knee pain. Impression: minimal degenerative changes of the patellofemoral joint without any fracture or dislocation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2000: patient presented with following pre-operative diagnosis: anal fistula. Patient underwent anal fistulectomy. No complications reported. On (B)(6) 2000: patient underwent left elbow x-ray due to pain. Impression: mild joint effusion. Minimal degenerative changes. No evidence of any active cardiopulmonary disease. On (B)(6) 2002: patient presented with following pre-operative diagnosis: anal fistula, recurrent. Patient underwent excision of anal fistula. No complications reported. On (B)(6) 2002: patient presented with following pre-operative diagnosis: anal fistula. Small polypoid lesion over the right thigh. Patient underwent anal fistulectomy and excision of small polypoid lesion right thigh. No complications reported. On (B)(6) 2006: patient underwent lumbar spine x-ray due to back pain. Impression: a posterior osteophyte between l5 and s1 vertebra. Normal si joints. There is a very minimal narrowing of the disc space at this level. There is no evidence of fracture. On (B)(6) 2006: patient underwent MRI of lumbar spine. Impression: there is mild central protrusion at l4-5 with mild stenosis. There is degeneration of l5-s1 disk noted with some stenosis. There is degeneration of l5-s1 disk noted with some mild degenerative changes. Moderate central protrusion at l5-s1 with moderate stenosis. On (B)(6) 2006: patient presented with low back pain that radiated down the legs. There was also some numbness in the legs especially in the right. Patient stated that there was neck pain that radiated down the arms. There was also some tingling and numbness especially in the right arm. Assessment: low back pain. Bilateral lower extremity radiculitis with paresthesia right side worse than the left side. Right lumbar facet syndrome. MRI of the lumbar spine revealed mild central protrusion at l4-l5 with mild stenosis, degeneration of the l5-s1 disc with degenerative changes and moderate central protrusion at l5-s1 level with moderate stenosis. Neck pain. Right upper extremity shooting pains with paresthesia in both hands. Median nerve distribution. Rule out carpal tunnel syndrome. Patient underwent electrodiagnostic/nerve conduction studies. Interpretation: right l5 radiculopathy. Left median neuritis. Right ulnar neuritis proximally, axonal type. Clinical correlation is recommended. On (B)(6) 2007: patient presented for follow up. Patient reported hurting of shoulder and elbows possibly from his arthritic pains mostly in the left shoulder. Musculoskeletal exam revealed moderate deep tenderness noted, deep tenderness in the midline present, and tenderness over the right lower lumbar facet joint noted with increased pain on extension and lateral flexion. Neck examination revealed tenderness over the base of the neck, spasms present, deep tenderness present over the left shoulder blade and trapezius area noted. Assessment: low back pain. Bilateral lower extremity radiculitis with paresthesia right side more severe than the left side. Right lumbar facet syndrome. Neck pain and right arm shooting pain. Bilateral shoulder blade pains left side worsen. MRI evidence of mild central protrusion at l4-l5 level with mild stenosis and degenerative disc disease at l5-s1 level and moderate central protrusion at l5-s1 level with moderate stenosis. Reactive depression. Electrodiagnostic evidence of right l5 radiculopathy. On (B)(6) 2007: patient presented with following pre-op diagnoses: refractory low back pain. Lower extremity radiculitis. Lumbar degenerative disc disease at l4-l5 and l5-s1 levels with moderate stenosis at l5-s1 level. Right l5 radiculopathy by the elect rodiagnostic studies. Refractory pains to conservative treatment. Patient underwent lumbar epidural steroid injection under fluoroscopic guidance with epidurogram. No complications reported. On (B)(6) 2007: patient presented with following pre-op diagnoses: refractory low back pain. Lower extremity radiculitis. Lumbar degenerative disc disease at l4-l5 and l5-s1 levels with moderate stenosis at l5-s1 level. Radiculitis. Refractory pains to conservative treatment. Patient underwent lumbar epidural steroid injection under fluoroscopic guidance with epidurogram. No complications reported. Patient underwent CT of the head with and without contrast due to headache. Impression: normal c.t. Of the head, with and without IV contrast. On (B)(6) 2007: patient presented with periods of aggravation of pain in his low back and worse with prolonged standing, sitting and bending. During examination of back, moderate deep tenderness noted, deep tenderness in midline present, tenderness over the right lumbar facet joint with increased pain on extension of lateral flexion. Also, tenderness over the bilateral sl joint noted. Examination of the neck revealed tenderness over the base of the neck. Spasm present. Deep tenderness over the left shoulder blade and trapezius area noted. Assessment: low back pain. Bilateral lower extremity radiculitis with paresthesia right side more severe than the left side. Right lumbar facet syndrome. Neck pain. Right arm shooting pains. Bilateral shoulder blade pains. MRI evidence of mild central protrusion at l4-l5 level with mild stenosis and degenerative disc disease at l5-s1 level and moderate central protrusion at l5-s1 level with moderate stenosis. Reactive depression. Electrodiagnostic evidence of right l5 radiculopathy. Bilateral sacroiliac dysfunction. On (B)(6) 2007: patient presented for follow up with low back and right leg pain with numbness. Patient continued to complain of back pain that radiated down to his buttock and right leg, to the knee. Patient had been through physical therapy and this did not help much. Patient also complained of some numbness on the top of his foot that was aggravated by standing, walking and other activities. Impression: back and leg pain secondary to degenerative disc disease at l5/s1. On (B)(6)2007: patient presented with following pre-op diagnoses: refractory low back pain. Bilateral sacroiliitis. Refractory pains to conservative treatment. Patient underwent bilateral sacroiliac joint injection with local anesthetic and steroid under fluoroscopic guidance. No complications reported. On (B)(6) 2007: patient presented for reevaluation for back pain and right leg pain secondary to degenerative disc disease at l5/s1 with central disc herniation. Patient tried physical therapy and epidural steroid injections since his initial visit. Patient reported that his symptoms continued to progress. They are now affecting his ability to perform his job. Last week while attempting to lift a part patient experienced a sharp exacerbation of his back and right leg pain which has now moved into his left leg as well. Impression: back pain secondary to degenerative disc disease at l5/s1. On (B)(6) 2007: patient presented with progressive back and bilateral leg pain which has failed to improve despite multiple conservative therapies including physical therapy and epidural steroid injections. Imaging studies revealed degenerative disc disease at l5-s1 with a central herniated nucleus pulposus. Pre-operative diagnosis: l5-s1 degenerative disc disease and central herniated nucleus pulposus. Patient underwent following procedures: l. L5-s1 leminectomy, l5-s1 transforaminal lumbar interbody fusion with sofamor danek crescent intervertebral body device and bone morphogenic protein. L5-s1 posterolateral arthrodesis with bone morphogenic protein, cancellous autograft and allograft. L5-s1 instrumentation with sofamor danek legacy pedicle screw system. Intraoperative x-ray fluoroscopy of lumbar spine was taken which showed placement of pedicle screws and a disc fixation device at l5-s1. Per op notes, 6.5 x 45 mm pedicle screw was placed under fluoroscopic guidance. Next, a rod was put into the left-sided screw heads and the disc space placed under slight distraction; next, a 12 x 30 mm crescent intervertebral body device was filled with a bone morphogenic protein sponge, placed into the disc space and rotated to its final position using frequent lateral fluoroscopy. Next, the remainder of the bone morphogenic protein sponge was wrapped around a mastergraft allograft block and placed over the transverse processes and sacral ala bilaterally. There were no complications. On (B)(6) 2007: patient was discharged home. On (B)(6) 2007: patient presented with back and right leg pain secondary to degenerative disc disease at l5-s1 with central disc herniation. Patient presented for staple removal. Patient noticed his incision site itching. Impression: incision site healed. On (B)(6) 2007: patient presented with intermittent back pain and soreness as well as difficulty sleeping at night due to his back soreness. Patient experienced some intermittent leg pain but the pain did not go below the knee and it was overall better than what it was prior to surgery. Patient was beginning to increase his low impact aerobic exercises without much difficulty. On (B)(6) 2007: patient underwent lumbar spine x-ray due to back pain. Impression: status prior surgery of l5 and s1 vertebra with mild narrowing of the disc space and post surgical changes. There is no evidence of any new or recent fracture. Patient also underwent left hip x-ray. Findings: degenerative changes of the hip joint with sclerosis of the roof of the acetabulum and small degenerative osteophytes. There is no fracture or dislocation. On (B)(6) 2007: patient presented due to lumbar instability. Patient still had some numbness in his right leg. That had receded. He noted modest pain in the right leg. He had returned to work in mid-(B)(6) and after running a load of trucks that he does, he developed severe back pain radiating all the way up his back into his neck. Patient had severe spasms and had been very uncomfortable. On (B)(6) 2007: patient underwent lumbar spine x-ray due to back pain. Impression: patient is status post posterior spinal fusion at l5-s1 level with evidence of laminectomy at l5 level, lumbar spine otherwise within normal limits. Surgery is new since previous study of (B)(6) 2006. On (B)(6) 2007: patient presented with lumbar degenerative disc disease with disc herniation at l5-s1. On (B)(6) 2008: patient presented with lumbar degenerative disc disease with disc herniation at l5-s1. Patient underwent lumbar spine x-ray. Impression: postoperative changes at the l5-s1 level with no acute bony abnormality or complicating feature noted. On (B)(6) 2008: patient presented with the complaint of arthritis and moderate pain in low back. Assessment: neck pain, numbness. On (B)(6) 2008: patient presented with the complaint of neck pain and low back pain. Assessment: neck pain, low back pain. On (B)(6) 2008: patient presented with the complaint of cough and sore throat. On (B)(6) 2008: patient presented for follow up. Assessment: neck pain. On (B)(6) 2008: patient presented for routine check up. Assessment: lung mass. On (B)(6) 2008: patient presented with lumbar degenerative disc disease, sip plif and neck pain with numbness in the hands, left greater than right. Patient reported some pain in his very upper arm near the shoulder on the left. A CT scan has been performed through the cervical spine. Some diffuse osteophytes are noted. Blood work suggested an elevated ana. Impression: carpal tunnel syndrome on the left. On (B)(6) 2008: patient presented with lumbar degenerative disc disease, sip plif and neck pain with numbness in the hands, left greater than right. Diagnosis: symptomatic from some mild carpal tunnel syndrome. Patient underwent MRI of cervical spine without contrast. Impression: mild to moderate diffuse disc bulges c5/6 and c6/7 with associated mild lobular posterior disc protrusions at these levels. Mild spinal stenoses more evident at c6/7 than c5/6. Please correlate with distribution of any radicular symptoms. On (B)(6)2008: patient presented with pain in center of back and hurting neck. Assessment: neck pain, lung mass. On (B)(6) 2008: patient presented for routine check up. Assessment: thoracic strain. On (B)(6) 2009: patient presented for follow up on test results. Assessment: bicep tendonitis; a/c joint arthritis. On (B)(6) 2009: patient presented for follow up. Assessment: bicep tendonitis; a/c joint arthritis. On (B)(6) 2009: patient presented for follow up with issue of arthritis. Assessment: lupus. On (B)(6) 2009: patient presented for follow up. Assessment: lupus. On (B)(6) 2009: patient presented with shoulder pain and right knee pain. Assessment: lupus, depression. On (B)(6) 2009: patient presented with constant moderate pain on the left in the shoulder and neck. Patient had experienced this pain for over a year. Examination for altered spinal motion revealed a severe degree of joint fixation at c4-c7. The muscles showed a moderate amount of increased muscle tension in the cervical paraspinal muscles on the left and upper thoracic muscles on the left. A strong pain level at c6 to t2 on the left was indicated on palpation examination of the spinal tissues. The left upper trapezius muscle is very tender. Diagnoses: segmental/somatic dysfun.,cervi. Cervico. Segmental/somatic dysfun., upper extremity. Adhesive capsulitis of shoulder. Assessment: frozen shoulder. On (B)(6) 2009: patient presented for follow up and stated that the left shoulder and neck continued to feel much better since yesterday's treatment. The spinal joints were checked for abberrant motion and a severe fixation of the spinal segments at c4-c7 was noted. There was a moderate degree of hypertonicity in the cervical paraspinal muscles on the left and upper thoracic muscles on the left elicited on palpation. A fairly severe pain at c6 to t2 on the left was revealed by palpation examination. Assessment: chronic condition. On (B)(6) 2009: patient presented with bad pain in the upper trap lower neck area on the left since last night. On evaluation of the spine for joint mobility, a substantial amount of fixation of the spinal joints at c4-c7 was elicited. In checking for muscle rigidity, a moderate hypertonicity in the cervical paraspinal muscles on the left and upper thoracic muscles on the left was determined. A strong pain level at c6 to t2 on the left was exhibited on palpation of the vertebral segments and the surrounding tissue. On (B)(6) 2009: patient presented for follow up feeling quite better. Examination for altered spinal motion revealed a severe fixation of the spinal segments at c4-c7. There is a decrease in the hypertonic muscle contraction in the cervical paraspinal muscles on the left and upper thoracic muscles on the left elicited on palpation. Examining the spinal tissues for pain revealed reduced pain at c6 to t2 on the left. On (B)(6) 2009: patient presented with severe recurrence of left shoulder and neck pain. Examination for altered spinal motion revealed a severe degree of joint fixation at c4-c7. Palpation of the muscles revealed a slight degree of hypertonicity in the cervical paraspinal muscles on the left and upper thoracic muscles on the left. Digital inspection of the spinal tissues revealed a fairly moderate amount of pain at c6 to t2 on the left. On (B)(6) 2009: patient presented for follow up. There was a severe amount of restricted joint function at c4-c7 noted on examination. In checking for muscular hypertonicity, an indication of a mild degree of hypertonicity in the cervical paraspinal muscles on the left and upper thoracic muscles on the left was found. A moderate pain at c6 to t2 on the left was elicited on palpation of the spinal tissues. On (B)(6) 2010: patient presented for consultation for lupus. Patient reported malar rash, photosensitive rash, oral ulcers, and arthritis, involving his shoulders and hands. Musculoskeletal review revealed bilateral heberden's nodes, left shoulder effusion, right wrist effusion and trigger point tenderness in a distribution consistent with fibromyalgia. Impression: systemic lupus erythematosus. Fibromyalgia. Osteoarthritis. Degenerative disc disease. Primary cause of pain symptoms at this time appears to be a combination of systemic lupus erythematosus and fibromyalgia. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010: patient presented for follow up assessment: uri, lupus, fibromyalgia. On (B)(6) 2010: patient presented with continued joint pain. Impression: fibromyalgia. Rheumatoid arthritis. On (B)(6) 2010: patient presented for consultative examination for back and joint pain along with benign mass of the lung, and irritable bowel syndrome. On (B)(6) 2010: patient presented for follow up with back pain. Patient had allergic reactions to ultram. Assessment: uri, lupus, fibromyalgia. On (B)(6) 2010: patient presented with chest pain, numbness in left arm. Patient also gave history of intermittent palpitations hut never had syncope. Assessment: chest pains suggestive of angina, lupus. On (B)(6) 2011: patient presented regarding underlying chest pain symptoms and lupus also. Patient had echo that revealed lv function normal. His stress perfusion revealed no reversible ischemia but he still complained of anterior wall chest heaviness usually on exertion. Sometimes for a few seconds sometimes many minutes. Assessment: persistent chest pains, underlying lupus. On (B)(6) 2011: patient presented for follow up of underlying lupus. Patient had a stress test done that revealed no reversible ischemia. Symptoms were atypical. Most of them feel like a sharp pain unrelated activity sometimes he had palpitations. Assessment: chest pain with normal stress test; history of fibromyalgia and lupus. On (B)(6) 2011: patient presented for follow up of chest pain. Chest pain occurred at rest. Patient had fibromyalgia and lupus. Assessment: chest pain with normal stress test; history of fibromyalgia and lupus. On (B)(6) 2011: patient presented with subconjunctival hemorrhage. Assessment: patient has no significant ocular pathology except minimal amount of lens haze. On (B)(6) 2012: patient presented for evaluation of left lung mass. Musculoskeletal review revealed generalized arthralgia, chronic low back discomfort. Assessment: there has been no significant change in the pleural based chest wall mass. On (B)(6) 2012: patient presented for evaluation of a left chest wall mass located in the costovertebral sulcus. On (B)(6) 2012: patient presented with history of lupus. Examination revealed soft abdomen, no cva tenderness. Diagnosis: "bph". On (B)(6) 2013: patient presented for follow up of gastroesophageal reflux disease, irritable bowel syndrome and fibromyalgia and interval symptoms. Patient reported constipation. Interval symptoms included worsened myalgias, worsened arthralgias and worsened neck pain. Assessment: hyperlipidemia. Fibromyalgia. Esophageal reflux. Low back pain. Irritable bowel syndrome. On (B)(6) 2013: patient presented with joint pain. Differential diagnosis: osteoarthritis, fibromyalgia, rheumatoid arthritis. On (B)(6) 2013, (B)(6) 2013: patient presented for follow up on gastroesophageal reflux disease and systemic lupus erythematosus, fibro myalgia and other interval symptoms. The patient exhibited muscle tenderness of the left upper arm. Erythema noted. Pain produced upon palpation of the left elbow. Assessment: systemic lupus erythematosus. Hyperlipidemia. Fibromyalgia. Esophageal reflux. Low back pain. Irritable bowel syndrome. On (B)(6) 2013: patient underwent x-rays of elbow due to myalgia and myositis. Impression: moderate degenerative changes were evident without any specific acute osseous abnormality. On (B)(6) 2014: patient presented for follow up on gastroesophageal reflux disease and systemic lupus erythematosus, fibromyalgia and other interval symptoms. The patient exhibited muscle tenderness of the left upper arm. Erythema noted. Pain produced upon palpation of the left elbow. Assessment: systemic lupus erythematosus. Osteoarthritis. Fibromyalgia. Cervical disc degeneration. On (B)(6) 2014: patient underwent CT chest with and without contrast due to other lung diseases. Impression: there is no acute findings. On (B)(6) 2014: patient presented for follow up with low back pain and shoulder pain. Patient also reported hurting neck and knees. Assessment: systemic lupus erythematosus. Osteoarthritis. Lower back pain. Cervical disc degeneration. On (B)(6) 2014: patient underwent CT lumbar due to bilateral leg pain, right leg worse. Impression: narrowing of the right l5-s1neuroforamen. Correlation with distribution of symptoms is recommended to exclude l5 nerve root impingement. On (B)(6) 2014: patient presented for follow up with low back pain and shoulder pain. Patient also reported hurting neck and knees. Assessment: systemic lupus erythematosus. Fibromyalgia. Restless leg syndrome. Degeneration of cervical intervertebral disc. On (B)(6) 2014: patient presented for follow up with low back pain and shoulder pain, and wrist pain. Patient presented following up on systemic lupus erythematosus and osteoarthritis pains. Assessment: systemic lupus erythematosus. Osteoarthritis. Lower back pain. On (B)(6) 2014: patient presented for follow up with low back pain and shoulder pain. Patient also reported hurting neck and knees. Assessment: systemic lupus erythematosus. Rheumatoid arthritis. Esophageal reflux. Restless legs syndrome. Hyperlipidemia. On (B)(6) 2014: patient presented for follow up with low back pain and shoulder pain, systemic lupus erythematosus, fibromyalgia. Patient also reported hurting neck and knees. Assessment: systemic lupus erythematosus. Rheumatoid arthritis. Fibromyalgia. Restless legs syndrome. On (B)(6) 2015: patient presented for follow up with low back pain and shoulder pain, systemic lupus erythematosus, fibromyalgia. Assessment: systemic lupus erythematosus. Fibromyalgia. Osteoarthritis. Degeneration of cervical intervertebral disc. Hyperlipidemia. On (B)(6) 2015: patient presented for follow up of systemic lupus erythematosus, fibromyalgia. Musculoskeletal review revealed arthralgia, back pain, joint swelling, and joint stiffness. Musculoskeletal examination revealed muscle tenderness of the left upper arm. As assesment: degeneration of cervical intervertebral disc. Chronic fatigue syndrome. Systemic lupus erythematosus. Rheumatoid arthritis. On (B)(6) 2010: the dosage of zanaflex was increased to 12mg, at bedtime. The dosage of methotrexate was increased by 2.5mg. On (B)(6) 2013: musculoskeletal examination revealed tenderness to palpation in both shoulders and hands, reduced range of motion in el bows. On (B)(6) 2013: the patient presented for an office visit with joint pain. Musculoskeletal examination revealed tenderness to palpation in both shoulders and hands, reduced range of motion in elbows. He underwent kenalog injection procedure due to bursitis subacromial and lateral epicondylitis. No patient complications were reported. Assessment: pain in joint, site unspecified; bursitis subacromial; lateral epicondylitis; fibromyalgia. On (B)(6) 2013: the patient presented for an office visit with joint pain. Musculoskeletal examination revealed tenderness to palpation in both shoulders and hands, reduced range of motion in elbows. Assessment: pain in joint, site unspecified; myalgia and myositis, unspecified; therapeutic drug monitoring; adhesive capsulitis of shoulder. It was reported that on, on (B)(6) 2006, physical examination revealed decreased range of motion in extension, decreased sensation over the dorsum of the left foot. Impression: back pain secondary to degenerative disc disease. On (B)(6) 2006, the patient underwent physical therapy evaluation. On (B)(6) 2006, the patient presented for follow-up with complaint of back right leg pain. The review of system revealed limited range of motion due to pain. Impression: back pain secondary to degenerative disc disease at l5/s1. On (B)(6) 2007: patient presented with lumbar degenerative disc disease with disc herniation at l5-s1 with complications of numbness in right leg, lower back pain from center of backup to neck. The patient underwent a x-ray on (B)(6) 2013, the patient underwent a physical therapy due to shoulder pain, neck and elbow. On (B)(6) 2005: patient presented with symptomatic gallbladder disease with probable chronic cholecystitis. On (B)(6) 2005: patient presented with chronic cholecystitis and biliary dyskinesia, gallbladder, cholecystectomy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.